Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to receiver will not turn on. Perform an internal visual inspection was performed and passed. Attempt to charge and boot the unit was performed and failed due to the receiver will not turn on, but will turn on with a known good battery after receiver case is open. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.